Event description:
It was reported that a patient passed away. The patient's cause of death is unknown. No additional relevant information has been provided to date.

Event description:
It was reported that the patient actually was implanted with a deep brain stimulator, and not a vns. No additional relevant information has been provided to date.